Manufacturer narrative:
Follow-up received on 22-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-apr-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Three months later, a unilateral right perforation was diagnosed at x-ray; essure migrated in the left hypochondrium. A laparoscopy was scheduled for device removal. This event is serious due to its medical importance and listed in the reference safety information for essure. In this particular case, essure insertion was reported as easy and patient had no symptoms after device placement. Although the exact date and mechanism of the reported perforation were not known, given its nature and considering fallopian tube perforation is a possible complication of essure therapy, a causal relationship with the suspect insert cannot be excluded. This case was upgraded to incident upon receipt of follow-up information; since a surgical intervention will be required for essure removal. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on 19-jan-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. Essure had been placed and nothing was remarkable during the surgery. On an unspecified date, radiograph showed essure migration to left hypochondrium. Follow up information received on 29-jan-2016 and case was upgraded to incident: essure perforation questionnaire received. The patient was (B)(6). Her bmi was (B)(6). She had no previous gynecological problems. Adnexal surgery was reported as historical condition. She was gravida 3 and para 3; had no ectopic pregnancy, elective abortion, c-section or spontaneous abortion. No abnormal uterine findings had been found prior to essure insertion, which was done on (B)(6) 2015. During insertion, general anesthesia was applied. The placement and visualization of tubal ostium were considered easy. The fluid loss during hysteroscopy was not more than 1500cc and the procedure did not take more than 20 min. The patient did not complain immediately after insertion. On (B)(6) 2016, unilateral right perforation was diagnosed via x-ray; no organ or intra-abdominal structure was perforated. The essure in the left tube was in correct position and the essure in the right tube was in the left hypochondrium. The patient experienced no symptoms. The patient was not advised to rely on essure based on the result of confirmation test. Essure was to be removed on (B)(6) 2016 via laparoscopy, the removal was considered as medically necessary and was also planned because of patient request. Follow-up information received on 11-feb-2016: (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Three months later, a unilateral right perforation was diagnosed at x-ray; essure migrated in the left hypochondrium. A laparoscopy was scheduled for device removal. This event is serious due to its medical importance and listed in the reference safety information for essure. In this particular case, essure insertion was reported as easy and patient had no symptoms after device placement. Although the exact date and mechanism of the reported perforation were not known, given its nature and considering fallopian tube perforation is a possible complication of essure therapy, a causal relationship with the suspect insert cannot be excluded. This case was upgraded to incident upon receipt of follow-up information; since a surgical intervention will be required for essure removal. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.